Event description:
Additional information was received indicating that the vns patient¿s device showed high impedance (impedance value >= 10,000 ohms) on (B)(6) 2014. The patient¿s device was subsequently programmed off. The patient¿s device showed lead impedance within normal limits (impedance value ¿ 2867 ohms) at the last office visit on (B)(6) 2014. No known surgical interventions have occurred to date.

Event description:
It was reported that the patient's device showed high impedance. X-rays were taken and sent to manufacturer for review. X-rays identified a suspect lead break in the lead near the electrodes; however, due to the poor image quality a lead break could not be confirmed. Attempts to obtain additional relevant information have been unsuccessful to date. No surgical intervention has been performed to date.

Event description:
The physician noted swelling at the patient¿s generator site on (B)(6) 2014 and determined that the swelling was due to forceful swiping of her magnet. The physician advised the patient and the swelling resolved. X-rays were taken during the office visit on (B)(6) 2014 and were reported by the physician to be unremarkable.

Manufacturer narrative:
Describe event or problem, corrected data: supplemental manufacturer report #01 inadvertently did not include information regarding the office visit on (B)(6) 2014.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Date of event; corrected data: additional information indicates that high impedance was observed on (B)(6) 2014.